Event description:
"First time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This file is related to (B)(4) "the blue catheter has been broke inside the operator channel" the evo-fc-10-11-4-b device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided a document based investigation was conducted. From additional information provided: "first time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis. Second time: implantation stent evo.6cm un the stent 4cm. But complainte... I did customer training, after discussion, I think the button was not pressed to release the stent with slight bending of the blue catheter." Therefore, this complaint file (B)(4) was raised to capture the first stent implantation. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the evo-fc-10-11-4-b device from unknown lot number, a review of the relevant manufacturing records cannot be conducted. The instructions for use which accompanies this device, informs the user about the precautions: "a completed diagnostic should be performed prior to placement to measure the stricture length and determine the proper stent length. The stent length chosen should allow for additional length on either side of the stricture. There is evidence to suggest that the customer did not follow the instructions for use, as noted in additional information received "this first stent (evo-fc-10-11-4-b) was too short for the stricture" a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as incorrect stent size length device was chosen to cover the stricture length. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customer's testimony. Complaints of this nature will continue to be monitored for potential emerging trend.

Manufacturer narrative:
The investigation is underway.

Event description:
"First time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis".